Event description:
Decedent: (B)(6) year old female, found deceased in her home by family on (B)(6) 2014. Medical hx: decedent had been assaulted on (B)(6) 2012 and had sustained severe head trauma, which required many weeks in hospital, followed by prolonged admissions in rehabilitation facilities. Pmh as associated with or since sustaining the traumatic brain injury ((B)(6) 2012): acute traumatic [l] side subdural hematoma with decompressive [l] craniectomy for evacuation and resulting bone flap; encephalopathy; acute respiratory failure; tracheostomy / peg ((B)(6) 2012); seizures; severe malnutrition; uti ((B)(6) 2012); [r] sided vp (ventriculoperitoneal) shunt ((B)(6) 2012) d/t communicating hydrocephalus; cranioplasty with bone flap replacement ((B)(6) 2013) with development of post-op fever and pneumonia; ambulatory dysfunction; symbolic dysfunction; trach / peg removal ((B)(6) 2013); hypertension. Pmh pre tbi: chronic long term alcoholism; history of dt's; tobacco abuse (2 ppd x 10 yrs as of 2012); panic/anxiety attacks gerd; depression. Results of investigation by coroner and law enforcement and autopsy by forensic pathologist: cause of death determined to be complications of traumatic brain injury. The brain shunt was forwarded to the clinician (neurosurgery) at the (B)(6) for evaluation of make, model, and functionality. The clinician determined the device to be a codman shunt valve. He could not determine if it is programmable. He advised us that in order to ascertain if the valve was functioning or blocked, and actually opened and closed, this would require analysis by the company. The shunt was retrieved and is at our offices. We inquire as to where we may forward the device for analysis. (B)(6) 2015: valve is not considered to be the cause of death; evaluation desired in course of due diligence.

Manufacturer narrative:
Gtin: unk. Product code was not provided therefore gtin is unknown. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was re-decontaminated by steam, as it was returned very dirty. The position of the cam when valve was received was 80mmh2o. The valve was visually inspected: cuts were found in the silicone housing along the needle chamber. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested, leaked from one of the cuts by the needle chamber. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3838, with lot cmbb2t, conformed to the specifications when released to stock on the 9th february 2011. No root cause could be determined for the problem reported by the customer, as the valve functioned. The root cause for the cuts found in the silicone housing along the needle chamber is probably due to a sharp object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.